Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (serial # (B)(4)intermittently displayed user advisory (ua)19 (max applied load exceeded) error message" was not confirmed during the preliminary functional testing but was confirmed during the archive data review. The archive data indicated that the ua19 was triggered by the patient torso having too much weight being applied to the load plate. No physical damage was observed on the autopulse platform. The archive data indicated that the autopulse platform stopped performing compressions due ua19 error messages around the reported event date, thus, confirming the reported complaint. The load plate has detected too much weight being applied. After the user pressed restart to clear the ua19, the platform continues to be used and stopped again two more times to ua19. Load cell characterization results confirmed both cell modules are functioning within the specification. The autopulse passed the preliminary functional test without any fault or error. Following service, the autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without fault or error.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)intermittently displayed user advisory (ua)19 (max applied load exceeded) error message. Patient's status information was requested but the customer did not provide a response.